Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl+ had no display, however the ready for se (rfu) indicator had a red x displayed. There was no pt involvement.